Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not re-open after sealing and running knife blade. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. The tissue was managed and treated by suture. Reportedly, no unanticipated bleeding occurred, and another device was used to continue the procedure. There was no harm to the patient.